Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Ccc reviewed the customer's quality controls data. The customer conditioned the integrated multi-sensor technology (imt), changed the sensor, and ran a diluent check, which passed after correcting bias. The customer ran quality control, which resulted within range. The cause of the discordant, falsely high na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned one of them. The samples were repeated on the same instrument following maintenance, resulting lower and matching the patient clinical history. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.